Event description:
Customer reports an infusor containing morphine hydrochloride in saline to a volume of 60ml overinfused during patient use. Infusion duration reported as 4 days. Customer reports no adverse clinical reaction.